Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 12th distal stent wrap; with struts raised. Kinking was visible along the distal shaft; 4-7cm proximal to the distal tip. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity drug eluting stent to treat a lesion. The target lesion was heavily calcified with 90% stenosis. No damage was noted to packaging. No issues were noted when removing device from hoop. The device was inspected prior to use. Negative prep was performed prior to use. The device did not pass through a previously deployed stent. No resistance was encountered when advancing the device. During an attempt to treat the lesion in the lcx using the resolute integrity drug eluting stent, the left circumflex was wired to its distal extent using a 0.014 non-medtronic wire. This was used to deliver a 3.0 x 15 sprinter balloon to the mid circumflex stenosis where a series of inflations were performed to 10 atm of pressure in order to release the lesion and prepare it for coronary stenting. An attempt was then made to deliver a 3.0 x 15 resolute des to the lesion site, however the stent would not cross the tortuous proximal circumflex which was heavily calcified, impeding stent passage. Accordingly, the stent was removed from the body and instead a 3.0 x 8 non-medtronic device was advanced to the lesion site and deployed at 14 atm of pressure. The patient status is stable. Analysis of the returned device revealed stent deformation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.